Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of the device freezing and intermittently turning off, however the link electronic module (lem) board was reseated, the hard drive reconfigured and the software reloaded and updated as precautionary measures. Analysis further noted that the power supply was noisy, the paper guide on the printer drawer was broken, the lower case was worn, the latch tabs on the power cord bay were broken, the system fan was noisy, there was a bent latch on the media bay door and the insulation on the power cord was damaged. All found defective parts were replaced, the device passed final functional and systems tests and no other anomalies were found.(B)(4).

Event description:
It was reported that the programmer was freezing and intermittently turning off. The programmer was returned for repair. No patient complications have been reported as a result of this event.